Event description:
Procedure: left iliac angiography with runoff, angioplasty of the left superficial femoral artery, and stenting of the left superficial femoral artery. Patient had in-stent stenosis. Physician pulled an everflex 150mm and deployed it inside the stenosed area. When the 150mm stent was fully deployed it was the same length as the 100mm stent inside the patient. They subsequently deployed a 6x30mm stent. Further information received: distal markers are visible, however, proximal markers are questionable. No pictures of stent on device. They measured the 150mm stent with a tape ruler on the patient prior to procedure and the stent measures 100cm after deployment within previous deployed stent.

Manufacturer narrative:
A copy of the cine and procedural report were sent back for analysis. Actual device was not sent back.